Event description:
It was reported that a new pump was placed on the other side of the patient's abdomen. The pocket was eroding. Hcp planned to move the pump back to the original side the first pump was implanted on. An allergy test was requested. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported there were no specific symptoms other than pump was eroding through skin on abdomen. It was reported patient with poor nutritional status. Pump and catheter were explanted. They are no longer receiving intrathecal drug delivery. System used to deliver 500 mcg/ml lioresal, 52.98 mcg/day. No symptoms or outcome reported. If additional information becomes available, a report will be submitted.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-9, lot# n310732, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).